Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparo oophorocystectomy procedure, the pouch was almost disengaged from the metal ring when the surgeon pushed the pouch out in the cavity. The device was not reprocessed/re-sterilized prior to use. The procedure was completed with another device. No injury to the patient. Patient status: alive - no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted no visual or functional abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.